Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device plunger sensor required placement. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified the device has not previously been in for service. Visual evaluation showed the pump is in used condition. Review of the event history log showed plunger error. The issue was duplicated through functional testing. Replaced damaged left plunger case, along with all the plastic parts of the plunger head for the primary issue.